Manufacturer narrative:
(B)(4). (B)(6). Fisher & paykel healthcare has made several attempts to retrieve the complaint device, including sending call tags to pick up the device from the customer, however the complaint device has not been returned for evaluation. Based on the reported information, it is likely that the "smoky air" in the CPAP was caused by a fire in the patient's home, which was independent of the CPAP itself. There is no evidence of any faults with the complaint device.

Manufacturer narrative:
(B)(4). The complaint device has not yet been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported on behalf of a patient that an hc242 CPAP was blowing smoky air. The complainant advised that the unit had been damaged in a house fire.

Event description:
A healthcare facility in (B)(6) reported on behalf of a patient that an (B)(4) CPAP was blowing smoky air. The complainant advised that the unit had been damaged in a house fire.